Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and performed all rad and gain calibrations without any issues. Checked all boards and connections inside the imaging acquisition system for reported burning smell but found nothing to verify this smell. Checked all voltages on the ps1 and generator control board to be correct. Performed system checkout and returned to service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that site could not get the advanced gain calibrations to go through and could smell burning plastic coming from the machine. No patient was present at the time of the event.